Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a 72 year old female patient had a rash under the therapy electrode pads. The patient's physician prescribed her a cream for the rash and allowed her to remove the device. Follow-up indicated that the rash was improving.